Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was damage to the pump casing. No additional information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.